Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "problems with cicatrization of the wounds".

Event description:
A healthcare professional reported ¿problems with cicatrisation of the wounds¿ this relates to the right side. The device has been explanted.